Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an audio issue of no sounds in the pump. There was no indication that the product caused or contributed to an adverse event. The alleged issue could not be resolved with troubleshooting. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: the pump was returned with an inoperable audio tone alarm. During visual inspection of the pump, the pump was opened and a cracked solder was found on the piezo. The investigation was able to confirm the initial complaint about an audio tone issue.